Manufacturer narrative:
PMA/510k info: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument several false positive salmonella results have occurred in multiple runs. The following information was provided by the initial reporter: false positive salmonella results in multiple runs; since (B)(6) 2022 customer has had 7-9 bd max salmonella positives - that are culture negatives.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "environmental contamination". Customer is running extended enteric bacterial panel and getting false positive salmonella results. These results have a high CT value and low fluorescence. Confirmatory testing shows salmonella positives that are culture negatives which can most likely be caused by contamination. Service cleaned the mux glass and exchanged the script file per the bulletin for better signal control. This complaint is unconfirmed as the issue alludes to an environmental contamination issue. No problems were identified with instrument performance by the customer. The root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint is unconfirmed. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur.

Event description:
It was reported that bd max¿ system, bd max¿ instrument several false positive salmonella results have occurred in multiple runs. The following information was provided by the initial reporter: false positive salmonella results in multiple runs since (B)(6) 2022 customer has had 7-9 bd max salmonella positives - that are culture negatives.